Event description:
Resolution clip was handed to rn to deploy and after deploying clip, the clip did not attach to tissue, the rn noticed at the handle the spring was hanging out of the device no longer attached. Manufacturer response for resolution 360 clip, resolution 360 clip (per site reporter).